Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device not was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with burning sensation and pain. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. G1: contact office updated . G3: date received by manufacturer added . G6: type of report updated. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: impact code 4649 - unanticipated adverse device effect. H6: clinical code 1994 - pain. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4114 - device not returned. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusion added 4315 - cause not established. H10: additional narratives/data. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported that the patient started wearing the bone stimulator for two days only, and she experienced very sharp stabs in the area where she wore the electrodes for 12-15 hours. The pain feels like it is deep inside. The patient also noticed slightly pink skin when she removed the electrodes the second day, and she was wondering if this is a side effect of using the bone stimulator. The patient noted that, if this is a skin reaction, she can apply triamcinalone cream when she removes the electrodes and will continue to limit the time she wears them to less than 24 hours. It was later reported that the patient stated she has very sensitive skin. She is allergic to certain adhesives. The patient used the 63b electrodes for 2 days and at the end of 2 days she experienced a sharp stabbing pain. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. She said that she re-positioned her head and the pain did not recur. The patient stopped using the product for several days and upon using it again she also had the sharp stabbing pain again. The patient stated that she re-positioned her head again and she has not had anymore pain. She stopped using the spinalpak again for several days and her skin is still rough where the electrodes were on the skin. The patient did not contact her physician and she did not take any medication for the pain or the skin irritation. No additional patient consequences have been reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: insertion of intervertebral biomechanical device of corpectomy (peek cage). Medical product: anterior cervical instrumentation (nuvasive acp). Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient started wearing the bone stimulator for two days only, and she experienced very sharp stabs in the area where she wore the electrodes for 12-15 hours. The pain feels like it is deep inside. The patient also noticed slightly pink skin when she removed the electrodes the second day, and she was wondering if this is a side effect of using the bone stimulator. The patient noted that, if this is a skin reaction, she can apply triamcinalone cream when she removes the electrodes and will continue to limit the time she wears them to less than 24 hours. It was later reported that the patient stated she has very sensitive skin. She is allergic to certain adhesives. The patient used the 63b electrodes for 2 days and at the end of 2 days she experienced a sharp stabbing pain. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. She said that she re-positioned her head and the pain did not recur. The patient stopped using the product for several days and upon using it again she also had the sharp stabbing pain again. The patient stated that she re-positioned her head again and she has not had anymore pain. She stopped using the spinalpak again for several days and her skin is still rough where the electrodes were on the skin. The patient did not contact her physician and she did not take any medication for the pain or the skin irritation. No additional patient consequences have been reported.